Manufacturer narrative:
Evaluation, method - functional testing performed. (B)(4).

Event description:
During a knee arthroscopy ¿ meniscus refixation, it was reported that the surgeon experienced two consecutive failures at the moment of the deployment of t2. It seems that the t2 implant was blocked through the ejector. Even if the patient¿s tissue was harder than normal, the surgeon suspects a defect in the used device. Per the malfunction report, a piece broke inside the patient¿s body but was retrieved with arthroscopic instruments. No injury was reported and the procedure was completed with a back up device on hand. Additional information received on 04/10/2013 indicating that the surgeon does not remember exactly if t1 was removed from the patient.